Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hypotension: the cause of the injury was not determined due to insufficient clinical details. Asae/major bleed: the cause of the access site adverse event was use related due to failure of perclose device.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 67 year old female that was implanted with a impella cp for support during a high risk cardiac procedure.it was reported that the patient had bilateral femoral artery bleeding following failed perclose closure attempts (x6). The patient became hypotensive with low diastolic pressures. Fluids and albumin were administered, and blood products were given. No additional information was provided.